Event description:
Approximately 3-4 weeks prior to reporting to the MFR, a physician attempted to deploy an angio-seal device in a pt's right groin. During the deployment sequence (as the physician was pulling vertically), the entire device was withdrawn from the pt. Following its removal from the pt, the anchor was examined and found to be broken. Manual pressure was used with successful control of the bleeding. The pt was discharged home the following day without resulting sequelae. As of 06/29/1998 there has been no further report to the MFR of complication or pt sequelae.